Event description:
It is reported that the guide pin became lodged in the reamer.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. The reamer has a cannula which goes over a guide pin. The pin and reamer can become stuck together if proper clearance is not maintained between the pin and the reamer cannula. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.